Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the use of a preloaded intraocular lens (iol) delivery system, the surgeon felt resistance when pushing the plunger. The lens then suddenly ejected into the eye. The plunger tip went into the eye, causing major hyphema. After injection the surgeon noted three folded splits on the haptic/optic junction of the implanted lens. Additional information was requested.